Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6 - evaluation method codes: updated with the available information, boston scientific concludes: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the device was returned for evaluation. Media inspection revealed that the filterwire was kinked. The wire returned inside the delivery sheath and the filter bag came back in deployed state. It is possible to observe that the delivery sheath was kinked at the proximal section. The spring tip was detached. All section of the filter including the nosecone was detached. Sheathing/unsheathing could not be performed, since all section of the fitter including the nosecone was detached. No other issues were identified with the device. Risk review a risk review was completed and confirmed that the event of delivery sheath kinked, spring tip detached/separated and filterwire detached/separated were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause traced to device design. During the product analysis, it was possible to observed that the delivery sheath was kinked at the proximal section, the spring tip was detached and all section of the filter including the nosecone was detached, it may be related with some other factors such as; excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity, moreover a device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found.

Event description:
Reportable based on device analysis completed on 06nov2025. It was reported that the filterwire failed to deploy. A patient underwent a left-sided percutaneous carotid artery balloon dilation and stenting procedure, which included stent implantation under a cerebral filterwire and full cerebral angiography. The target lesion, with more than 70% stenosis, was located at the c1 opening of the left internal carotid artery. A 190cm filterwire was advanced into the target lesion for internal carotid artery stenting. When reaching c2 segment of left internal carotid artery, upon deployment, it was noted that the filterwire could not be deployed despite multiple attempts. The physician withdrew the protection system along the vessel and attempted to deploy it in an extracorporeal environment, but high resistance persisted, and the guidewire became deformed. Although the filterwire was eventually pushed out, it could not fully expand and was deemed unusable for thrombus capture. The procedure was completed using a different device. However, device analysis revealed the spring tip and all section of the filter including the nosecone were detached.

Event description:
Reportable based on device analysis completed on 06nov2025. It was reported that the filterwire failed to deploy. A patient underwent a left-sided percutaneous carotid artery balloon dilation and stenting procedure, which included stent implantation under a cerebral filterwire and full cerebral angiography. The target lesion, with more than 70% stenosis, was located at the c1 opening of the left internal carotid artery. A 190cm filterwire was advanced into the target lesion for internal carotid artery stenting. When reaching c2 segment of left internal carotid artery, upon deployment, it was noted that the filterwire could not be deployed despite multiple attempts. The physician withdrew the protection system along the vessel and attempted to deploy it in an extracorporeal environment, but high resistance persisted, and the guidewire became deformed. Although the filterwire was eventually pushed out, it could not fully expand and was deemed unusable for thrombus capture. The procedure was completed using a different device. However, device analysis revealed the spring tip and all section of the filter including the nosecone were detached.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Media inspection revealed that the filterwire was kinked. The wire returned inside the delivery sheath and the filter bag came back in deployed state. It is possible to observe that the delivery sheath was kinked at the proximal section. The spring tip was detached. All section of the filter including the nosecone was detached. Sheathing/unsheathing could not be performed, since all section of the fitter including the nosecone was detached. No other issues were identified with the device.